Event description:
It was reported that during a gastric bypass procedure, it was observed that the stapler stopped and started making buzzing/ vibrating noises upon the first firing. The surgeon took the battery out and put it back in, pressed home button, unlocked the stapler and was able was able to safely removed from the body. A new stapler was opened to complete the case. The knife was able to cut about 10-15 mm and it laid down staples, the staples were intact. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. D4: batch #515d26. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: yes. 2. Did the device deliver any staples? Yes. 3. If yes, were the staples formed properly? Yes. 4. If yes, was the staple line complete? Yes. 5. Did the device cut? Yes. 6. If yes, was the cut line complete? Yes. 7. If yes, was there any issue with the cut line? No. 8. Was there any difficulty opening the device jaws? Not after battery was taken out and put back in. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload no loaded on the device. The reload was received partially fired 1/2. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a97p9k, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 515d26, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.